Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on post operative laparoscopic sleeve gastrectomy, there were no problems in the surgery but there were leaks on the staple line after the surgery. The event has led to patient hospitalization. The patient experienced temporary injury.